Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: contact point corrosion, connector watertight defect and loose scope mount based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. The cause of the new findings was traced to a component failure a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited contact point corrosion, a connector watertight defect and a loose scope mount. There was no patient involvement.